Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a frozen sleeve over a dirty collet and a seized plunger clamp (with serum) in the reported problem area of the pipette assembly. The tip clamp, plunger clamp, and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to svc.